Event description:
It was reported by service report that the arm rests were cracked with exposed sharp edges. The customer could not determine whether there was pt involvement, however no adverse consequences are reported.